Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that during the drug drip, the patient was observed to have fluid at the PICC, the PICC was opened and the patient's PICC line was found to be ruptured, and the PICC line was now removed.